Manufacturer narrative:
Omit : concomitant med prod data, b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the "nurse paused lipids infusion (270ml) at 0430 (4:30am) to draw labs." When the nurse pressed restart, they "did not realize that the pump was set to total parenteral nutrition (tpn) infusion and at a different rate of 60ml/hr. Instead of the intended rate 11.2ml/hr." Due to the event, "120ml of lipid was infused in over 2 hours." The event occurred on (B)(6) 2023 "early morning." The following fluids were reportedly running via 3 other channels (although the customer did not specify if these infusions were on the same or different pc units): hydromorphone at 0.25mls/hr. (Pca demand dose), narcan 10mcg/ml at 14.1mls/hr., tpn at 60ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the nurse paused the lipids infusion at 430 to draw labs. The nurse pushed resume but did not realize that the pump was set to total parenteral nutrition and a different rate of 60ml/hr instead of 11.2ml/hr. It was noted that there was an infusion of hydromorphone 0.25ml/hr set up on a patient controlled analgesia pump module, a narcan infusion of 10 mcg/ml set at 14.1 ml/hr, and total parenteral nutrition set at 60 ml/hr. There was patient involvement but no harm.